Event description:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console when the device was turned on. It was found that the rotaflow drive is defective. The rotaflow drive was replaced and then it was found that the flow rate was unstable. The flow measurement board was replaced. After the replacement the device was working as intended. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the chinese market on a significantly similar device to rotaflow, which is sold in the us. For d4 unique identifier (UDI)#(B)(4), primary di number has been used for base unit, rotaflow with catalog number 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Manufacturer narrative:
This is a follow up report to complaint (B)(4) which was reported under mfg# 8010762-2024-0000592. This complaint was identified on 2024-12-31 as a duplicate entry regarding the "head error" to complaint#(B)(4), reported under mfg# 8010762-2024-00043 on 2024-01-23 and as a duplicate entry regarding the "unstable flow" to complaint (B)(4). All further actions will be handled in complaint (B)(4).

Event description:
Complaint ID: (B)(4).